Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/23/2019. The manufacturer's remote service technician performed troubleshooting with the customer. The technician recommended that the customer replace the battery.

Event description:
It was reported that the unit declared a post time/24 voltage failure. There was no patient involvement.

Manufacturer narrative:
Date rec¿d by MFR: 06dec2019, date of report: 10dec2019. The customer reported that the unit has been removed from service and no repairs will be made at this time. No parts were replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.